Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1863, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. After getting the essure, consumer now suffers from chronic pelvic and lower abdomen pain, is developing chronic ovarian cysts, polycystic ovarian syndrome (pcos). She is in the process speaking with a surgeon for a possible hysterectomy at the (B)(6). She is not being able to work a full time job due to the excruciating pain. From being so tired during the day, she has to force herself out of bed but yet not being able to sleep for more than a couple hours at a time. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information received on 07-sep-2016. A legal claim was provided, upon receipt of follow-up information, case was upgraded to incident. In (B)(6) 2012, plaintiff had essure inserted. On or about (B)(6) 2013, plaintiff began experiencing the following symptoms, including, but not limited to: abnormal, heavy bleeding; prolonged, abnormal menses; severe lower abdominal/pelvic pain; severe abdominal cramping; severe back pain; pain during intercourse; hair loss; metallic taste in mouth; tooth decay; rashes/itching; fatigue; and migraines. Over the following three years, the symptoms escalated in severity, causing her to miss time from work and ultimately lose her job. On or about (B)(6) 2015, plaintiff presented to physician's clinic complaining of her symptoms. On or about (B)(6) 2015, physician ordered a CT and determined her symptoms to be related to essure, finding that the devices had migrated and perforated her fallopian tubes requiring a hysterectomy. On or about (B)(6) 2016, plaintiff underwent a hysterectomy and salpingectomy with removal of the essure devices. Plaintiff recovery from her hysterectomy took over a month and while most of her symptoms having resolved, others remain. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female who had essure (fallopian tube occlusions insert) inserted in 2012. She reported chronic and excruciating pelvic pain after essure insertion. Upon follow up receipt, case became legal and it was reported that plaintiff also experienced abnormal, heavy bleeding (genital haemorrhage). Plaintiff's physician ordered a CT which showed that devices had migrated and perforated her fallopian tubes (understood as fallopian tube perforation). A hysterectomy and salpingectomy with removal of essure devices was performed. All events are listed in the reference safety information for essure. Pain and bleeding may occur after essure insertion. It was reported that plaintiff's symptoms escalated in severity and then fallopian tube perforation was diagnosed. Given the nature of events, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. An updated product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 21-oct-2016: updated quality-safety evaluation of product technical complaint (ptc) upon receipt of follow up information. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female who had essure (fallopian tube occlusions insert) inserted in 2012. She reported chronic and excruciating pelvic pain after essure insertion. Upon follow up receipt, case became legal and it was reported that plaintiff also experienced abnormal, heavy bleeding (genital haemorrhage). Plaintiff's physician ordered a CT which showed that devices had migrated and perforated her fallopian tubes (understood as fallopian tube perforation). A hysterectomy and salpingectomy with removal of essure devices was performed. All events are anticipated according to the reference safety information for essure. Pain and bleeding may occur after essure insertion. It was reported that plaintiff's symptoms escalated in severity and then fallopian tube perforation was diagnosed. Given the nature of events, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to updated technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1863) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('devices had migrated and perforated her fallopian tubes') in a 24-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: contraceptives nos. Concurrent conditions included crying since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, endometrial metaplasia since (B)(6) 2016, muscle spasms since (B)(6) 2016, nausea since(B)(6) 2016 and cyst since (B)(6) 2016. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride (oxycodan). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("rashes /rashes or skin conditions"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain and excruciating pain / pain"), genital haemorrhage ("abnormal, heavy bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), polycystic ovaries ("polycystic ovarian syndrome (pcos)/ chronic ovarian cysts"), fatigue ("so tired during the day"), insomnia ("not being able to sleep"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay") and pruritus ("itching"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)/ hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, polycystic ovaries, fatigue, insomnia, genital haemorrhage, menstrual disorder, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, dental caries, rash, pruritus, migraine and headache outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2012: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming :chronic severe pelvic pain , severe abdominal pain, headache further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Outcome for previously reported event- pelvic pain is updated to recovered / resolved a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1863) on 20-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('devices had migrated and perforated her fallopian tubes') in a 24-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: contraceptives nos. Concurrent conditions included crying since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, endometrial metaplasia since (B)(6) 2016, muscle spasms since (B)(6) 2016, nausea since (B)(6) 2016 and cyst since (B)(6) 2016. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride (oxycodan). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("rashes /rashes or skin conditions"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain and excruciating pain / pain"), genital haemorrhage ("abnormal, heavy bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), polycystic ovaries ("polycystic ovarian syndrome (pcos)/ chronic ovarian cysts"), fatigue ("so tired during the day"), insomnia ("not being able to sleep"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), pruritus ("itching"), depression ("depression "), anxiety ("anxiety ") and feeling abnormal ("I feel I'm losing it"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)/ hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, polycystic ovaries, fatigue, insomnia, genital haemorrhage, menstrual disorder, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, dental caries, rash, pruritus, migraine, headache, depression, anxiety and feeling abnormal outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details (B)(6) 2012: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event depression, anxiety, I feel I'm losing it added, fu-up 7 8 processed together event on 23-mar-2020: social media: new reporter added, fu-up 7 8 processed together event we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('devices had migrated and perforated her fallopian tubes') in a 24-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: contraceptives nos. Concurrent conditions included crying since (B)(6)2016, chronic cervicitis since (B)(6)2016, endometrial metaplasia since (B)(6)2016, muscle spasms since (B)(6)2016, nausea since(B)(6)2016 and cyst since(B)(6)2016. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride (oxycodan). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced rash ("rashes /rashes or skin conditions"), 11 days after insertion of essure. On (B)(6)2013, the patient experienced pelvic pain ("chronic pelvic pain and excruciating pain / pain"), genital haemorrhage ("abnormal, heavy bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), polycystic ovaries ("polycystic ovarian syndrome (pcos)/ chronic ovarian cysts"), fatigue ("so tired during the day"), insomnia ("not being able to sleep"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), pruritus ("itching"), depression ("depression "), anxiety ("anxiety ") and feeling abnormal ("I feel I'm losing it"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)/ hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, polycystic ovaries, fatigue, insomnia, genital haemorrhage, menstrual disorder, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, dental caries, rash, pruritus, migraine, headache, depression, anxiety and feeling abnormal outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6)2012: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Lot # reported (58565) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("devices had migrated and perforated her fallopian tubes"), pelvic pain ("chronic pelvic pain and excruciating pain / pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 24-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: contraceptives nos. Concurrent conditions included muscle spasms since (B)(6) 2016, nausea since (B)(6) 2016, cyst since (B)(6) 2016, crying since (B)(6) 2016, chronic cervicitis since (B)(6) 2016 and endometrial metaplasia since (B)(6) 2016. Concomitant products included aspirin w/oxycodone (oxycodan). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 days after insertion of essure, the patient experienced rash ("rashes /rashes or skin conditions"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), polycystic ovaries ("polycystic ovarian syndrome (pcos)/ chronic ovarian cysts"), fatigue ("so tired during the day"), insomnia ("not being able to sleep"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay") and pruritus ("itching"). The patient was treated with salpingectomy (one side removal of fallopian tube)/ hysterectomy) and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, polycystic ovaries, fatigue, insomnia, genital haemorrhage, menstrual disorder, abdominal pain, back pain, dyspareunia, alopecia, dysgeusia, dental caries, rash, pruritus, migraine and headache outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2012: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: chronic severe pelvic pain , severe abdominal pain, headache. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-may-2018: lot number was received. Events "dysmenorrhea (cramping), headaches, abnormal bleeding(vaginal)", from pfs concomitant condition, concomitant drug added reporter from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.